Event description:
It was reported that the patient had the inflatable penile prosthesis reservoir component removed as it would not inflate properly due to fluid loss from a hole in reservoir . A new inflatable penile prosthesis 100ml reservoir component was implanted. Additional information received indicated the implant worked fine following the revision surgery.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient had the inflatable penile prosthesis reservoir component removed as it would not inflate properly due to fluid loss from a hole in reservoir . A new inflatable penile prosthesis 100ml reservoir component was implanted. Additional information received indicated the implant worked fine following the revision surgery.

Event description:
It was reported that the patient had the inflatable penile prosthesis reservoir component removed as it would not inflate properly due to fluid loss from a hole in reservoir. A new inflatable penile prosthesis 100ml reservoir component was implanted.